Event description:
New information noted that the patient presented with high capture thresholds and episodes of noise on their right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation the patient's right ventricular lead exhibited low pacing impedance and variable capture thresholds. The physician suspected the lead to have an insulation breach. No intervention was performed. The patient's condition was stable throughout the event.